Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium transfer set leaked due to a hole on the tubing. This was identified at the patient¿s home during use for peritoneal dialysis therapy. The transfer set was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed with the naked eye noted a hole in the tubing. The reported issue was verified. The cause of the reported condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.